Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. Post market vigilance (pmv) led an evaluation of four devices. The visual inspection of the returned products noted that a loading unit was fully fired, and the rest were partially fired with the interlock engaged. The clamping mechanisms were deformed, and the loading unit anvils were bowed. Further inspection of the staple cartridges noted partially flushed staple pushers and protruding staples. Additionally, inspection under the microscope noted nicks in the blade of a loading unit. Functionally, the loading units were loaded into a post market vigilance instrument, the interlocks were overridden, and the loading units were applied to test media. All remaining staples were placed, and test media samples were cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil, deformed anvil clamping mechanism and partially flushed staple pushers may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the loads locked on the fire moment, not fired completely. There was no patient injury reported.